Manufacturer narrative:
Evaluation summary: the sample was not received for evaluation, only some pictures were received for evaluation. Additionally a little cuff distortion could be observed which in manufacturing process would have been detected immediately in the 100% inflation/ deflation test and disposed as scrap since that defect is extremely obvious. Information has been added to the database and trends will continue to be monitored. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient with diagnosis of mixed respiratory failure secondary to overinfected copd was intubated with the device. After 2 days, the patient exhibited loss of volume, desaturation, and hypoventilation auscultation. The patient was reintubated.